Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to pelvic organ prolapse and (B)(6) 2008 due to stress urinary incontinence. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence ,vaginal scarring, difficulty participating in physical activity, difficulty sitting for long periods of time, odorous urine, adhesions, skin granulation, emotional distress and depression. It was reported that the patient experienced pelvic and bladder pain, urinary incontinence, infections and mesh was explanted on (B)(6) 2011. No additional information was provided. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06310 and medwatch 2210968-2012-06313. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06310 and 2210968-2012-06313 . The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent a & p colporrhaphy, extensive laparoscopic enterolysis, and cystoscopy on (B)(6) 2008 and cystoscopy on (B)(6) 2008.

Event description:
It was reported that the patient concurrently underwent a & p colporrhaphy, extensive laparoscopic enterolysis, and cystoscopy on (B)(6) 2008 and cystoscopy on (B)(6) 2008.